Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a rt sfa angioplasty procedure, about the 5fr flexor raabe guiding sheath broke when the radiologist was taking out the sheath. The physician states it was a very difficult case in a way that there were scarring tissues from previous procedure. Additional information received on 26jan2016: the introducer was used in a patient with very difficult anatomy. Very scarred, calcified vessels so the physician believes it is nothing to do with the product itself. Physician had difficulty inserting the introducer into the vessel and was then unable to remove it at all. It stuck hard and slowly started to unravel when it was pulled so they had to resort to open surgery. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, instructions for use (IFU and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." "Before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The device was not returned to assist in the investigation. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. It is likely that the patient's condition (existing scarring) contributed to the event. There is no evidence to suggest that product was not manufactured to current specifications. Per the risk assessment (ra) no further action is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints

Event description:
During a rt sfa angioplasty procedure, about the 5fr flexor raabe guiding sheath broke when the radiologist was taking out the sheath. The physician states it was a very difficult case in a way that there were scarring tissues from previous procedure. Additional information received on 26 january 2016: the introducer was used in a patient with very difficult anatomy. Very scarred, calcified vessels so the physician believes it is nothing to do with the product itself. Physician had difficulty inserting the introducer into the vessel and was then unable to remove it at all. It stuck hard and slowly started to unravel when it was pulled so they had to resort to open surgery. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.